Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic mucosal resection in colon, the loop over a target lesion; however the facility could not release the loop from the subject device. The facility reportedly could withdraw the subject device from the pt after cutting the loop using a loop cutter. It was reported that there was slight bleeding, and the bleeding was treated with clips. The pt reportedly was discharged from the facility on the same day.

Manufacturer narrative:
Omsc followed up with the facility to obtain additional info regarding the event. The facility reported that the subject device was worn-out and the condition likely caused the event. The subject device has not been returned to omsc for eval at present. If reportable result is found after the eval, omsc will submit the result as supplemental report. Omsc reviewed the mfg records during the period, when the subject device was supposed to be mfg, and confirmed that there was no irregularity. This report is being submitted as a medical device report in an abundance of caution.